Event description:
Healthcare professional reported right side "rupture". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported right side "rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases, wear abrasion, and overweight (even though the device is currently overweight, it is not considered a workmanship since all units of the weight report attached are within specification when released in the manufacturing process). After autoclave cycle a cloudy color in the gel and voids were observed. Based on the device analysis, the final assessment is no openings observed on the device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture". Device has been explanted.